Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The inner tubing of the lead was extrinsically breached due to a cut. There was blood on the distal conductor of the lead and it was obstructed. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. Products. (B)(4), implantable pulse generator, 2012 (B)(6); (B)(4), implantable pacing lead, 2012 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had elevated threshold and poor sensing. The physician revised the ra lead. Two weeks after the lead revision, the physician checked the lead and found poor sensing and no capture. The lead was explanted and replaced. Inspection after explant showed tissue on the helix. No patient complications have been reported as a result of this event.